Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with the tip broken. Visual inspection noted the break occurred along the minor diameter of the thread. Axial scratches on the shaft indicate rotation and contact with another object. The first two threads near the shaft appeared damaged with the top thread worn. A manufacturing review concluded the threads were made according to specification. The location of the fracture is indicative of the sleeve becoming loose during screw insertion. A review of the device history record did not reveal issues that could have contributed to the reported issue. The technique explains how to load and tighten the sleeve into the recess of the bone screw.

Event description:
It was reported, the standard holding sleeve and holding sleeve-long for matrix are wearing out and starting to break at the tip. This is 1 of 2 reports for the same event.